Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was failing the ventilator leak test. The hospital has reported that when performing the ventilator leak test, the waterbag spike was not attached to the waterbag. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was failing the ventilator leak test. The hospital has reported that when performing the ventilator leak test, the waterbag spike was not attached to the waterbag. This was found prior to patient use.

Manufacturer narrative:
Lot number: 111206, 120222; device manufacturer date: 12/06/2011, 02/22/2012. Method: two complaint chambers, lot 111206 and 120222, were returned to the manufacturer. Both complaint chambers were visually inspected and pressure tested. Results: no damage was observed on both complaint chambers. The pressure tested revealed the pressure for both complaint chambers to be within specification for this product. Conclusion: no fault was found with both returned complaint chambers. The hospital has further reported that the chamber was not connected to a waterbag when performing the leak test during set up. It is likely that the problem observed by the customer was caused by incorrect set up. A fisher & paykel healthcare representative has since been in contact with the healthcare facility and no further complaints of this nature has been received. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions that accompany this product states: " check all connections are tight before use" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" "set appropriate ventilator alarms"

Manufacturer narrative:
Lot number: 111206, 120222. Device manufacturer date: 12/06/2011, 02/22/2012. Two complaint devices are currently en route to manufacturer. We will provide a follow up report upon completion of the investigation.